Event description:
Per chart: respiratory therapist (rt) was called to come into the patient's room at around 01:54am due to ev300 ventilator alarming. Rt assessed the alarms and the patient. Patient was peacefully asleep with all vitals within the patient's normal range. Ev300 was alarming "high pip alarm" for a few cycles then tidal volume readings dropped to 0 and no longer reading with a new alarm stating "external flow sensor failure". Patient was then immediately being ventilated via resuscitation bag by another rt who had arrived to assist. Patient was in no distress being bagged while I was troubleshooting ev300. Father of patient at bedside was calm and allowed time for rt to troubleshoot ev300. Rt consulted with charge rt and recommended to put patient back on drager v500 for the time being. Father of patient agreed with the decision since this now the 2nd time of a similar incident with the ev300. Md team was made aware of returning to v500 ventilator by bedside rn and approved to move forward with that decision. Patient was never in any respiratory distress during this whole event. The ev300 is now on stand by in the patient's room. Evaluation of the ventilator alarms found the issue to be with the external flow sensor working out of range and not being able to monitor flows and volumes consistently. Patient's need for a specific circuit configuration requires the external flow sensor (efs) on the ev300 ventilator. While in use, the efs was not capturing/measuring circuit's flow and alarming "external flow sensor failure". Troubleshooting during the shift/day, and prior days, did not resolve the problem. Not a true ventilator malfunction as mechanical ventilation continued to occur and patient was not affected. Decision to remove off the ev300 until the external flow sensor issue was addressed was appropriate. Respiratory is working with manufacturer to resolve the issue - clinical manager. Repeated events with the same alarm. Assessment of the event is that the efs provided by manufacturer has limitations (volume and flow) that patient intermittent exceeds. This causes flow sensors monitoring alarms. Patient's ventilation does appear affected. The constant alarms caused a nuisance for staff and concerns with family of patient. Decision to take patient off ev300 was made the early morning. Phillips manufacturer clinical specialists, shared a new external flow sensor (efs) product that has higher limits than current efs. Respiratory care is ordering the new efs and will test out it's performance when it arrives. There was no harm in this event.